Event description:
A customer reported that a plasma sample containing anti-d did not react with 0.8% resolve panel a lot vra101. Weak reactivity was observed with the d+ cells of 0.8% resolve panel a lot 8ra207. No death or serious injury was associated with this incident.